Event description:
It was reported by the rep that the rpfxb was used during a radical prostatectomy procedure with a rpfcb reload. It was reported that the rpflex handle cracked at the handle and misfired. The jaw locked onto the tissue and would not release until excessive force was applied. The second device misfired twice and did not ligate, staple, or divide the tissue. There was no pt consequence.